Event description:
It was reported that an external fluid leak was observed at the "spike and connector part" of a prismaflex sepxiris set 150 during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Prismaflex sepxiris set 150 (jp) is similar to prismaflex st150 set, prismaflex st150 set ckt, and prismaflex st150 set c. Prismaflex st150 set, prismaflex st150 set ckt, and prismaflex st150 set c have been temporarily approved for use in the us under emergency use authorization eua200704 to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. The initial visual inspection of the actual sample did not identify any product abnormality that could have contributed to the reported event. The set pre blood pump spike was connected to a bag for testing, and a leak was observed at the level of the thread of the spike. Further inspection showed that the thread was deformed, which allowed the leakage. The spikes of the prismaflex set are provided by a vantive internal supplier. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the component defect was determined to be a supplier manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.